Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is rupture.

Event description:
Company representative advised explanting surgeon reporting ¿breast is massively swollen¿ and ¿implant fluid escapes¿. This record relates to the right side. The device has been removed.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified broken shell, red particles and the device was found to be underweight. A visual and microscopic analysis were performed which identified a sharp broken opening, striated broken opening, missing shell (0-25%) and crease fold. A dimension measurement in the shell was performed which identified the thickness to be within specification. Based on the device analysis the final assessment is a sharp broken opening on posterior due to an unidentified(tear) opening, a striated opening due to surgical damage consistent in the use of a surgical tool, and missing shell due to inconclusive.

Event description:
Company representative advised explanting surgeon reporting ¿breast is massively swollen¿ and ¿implant fluid escapes¿. This record relates to the right side. The device has been removed.